Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation is still in progress . This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on (B)(6) 2019: a 54-year-old male patient was taken to the hospital due to acute type b aortic dissection. Primary entry was confirmed at the distal arch. The false lumen around the right eia was occluded due to thrombus. Other part of the false lumen was patent and the overall true lumen was narrowed. Second day of hospitalization, the patient felt cold extremity in the right leg. The narrowing of the right eia true lumen was confirmed from CT imaging so emergency tevar was performed. Two grafts from another manufacturer (graft 1: 28mm x 150mm and graft 2: 28mm x 100mm) were placed from zone 2 and the primary entry was occluded. After that, the narrowing of the true lumen and blood stream in the false lumen were still existed and d-sine at the distal end of the 28mm x 100mm graft was confirmed so gzsd-36-164-2/lot e3612858 was deployed from the distal end of the 28mm x 150mm graft to the right above the celiac trunk. Angiography was performed and the expansion of the true lumen was confirmed at the place where the stent grafts and the bare stent were placed. Then, a stent from another manufacturer (10mm x 100 mm) was placed in the right eia and the procedure was completed. However the patient had still felt a pain in his back and chest. According to another CT scan, expansion of the true lumen was confirmed only in the place where the stent grafts were placed. The true lumen of the distal side of the 28mm x 100mm graft was narrowed and the stent in the right eia was compressed in diameter due to blood stream of the false lumen. From the above, the user judged the d-sine at the distal side of the 28mm x 100mm graft was not solved. 12 days after the procedure, additional tevar was performed to place a graft from another manufacturer (31mm x 200mm) inside the bare stent. Disappearance of the d-sine and expansion of the true lumen were confirmed and the procedure was completed. The patient condition has been stable so far.

Manufacturer narrative:
Manufacturers ref# (B)(4). After investigation the event for this pr# is no longer reportable. This complaint was opened based on a stent graft induced new entry tear, which was seen prior to the insertion of the gzsd, and therefore was not caused by the gzsd device. The entry tear was seen at the most distal end of the implanted non-cook stent grafts. The fact that the implant of the gzsd did not seal the entry tear cannot be a fault of the device, as it is not designed for this purpose. Based on the investigation conclusion this event is no longer considered reportable in us. Furthermore no similar is marketed in us for gzsd-36-164-2. Summary of investigational findings: a 54 year old male patient was admitted to the hospital with acute type b dissection with primary entry tear in the distal aortic arch and false lumen expanding to the right eia and the true lumen was narrowed. The false lumen around the eia was occluded due to thrombus. The second day of the admission the patient felt cold in the right leg. A CT scan revealed narrowing of the true lumen in right eia, therefore emergency tevar was performed. Gore's c-tag 28mm x 150mm and c-tag 28mm x 100mm were placed from zone 2 and the primary entry tear was occluded, however the narrowing of the true lumen and perfusion of the false lumen continued. A distal stent graft induced entry tear (sine) was confirmed at the distal site of the c-tag 28mm x 100mm. Using ¿petticoat¿ technique a gzsd-36-164-2 (complaint device) was placed from the distal site of c-tag 28mm x 150mm ending right above the celiac trunk. By angiography expansion of the true lumen was confirmed in the area where the implants were placed. A non-cook device was implanted in the right eia and the procedure was completed. The patient was still feeling pain afterwards and a CT revealed that the expansion of the true lumen, was only in the area where the stent grafts were placed. The true lumen of the distal side of the c-tag 28mm x 100mm was narrowed and the stent in the right eia was compressed in diameter due to blood stream of the false lumen. Therefore, it was assessed that the sine was not resolved. 12 days post procedure the complaint device was relined with a gore's c-tag 31mm x 200mm. Disappearance of the sine and expansion of the true lumen were confirmed, and the procedure was completed. The patient condition was reported to be stable. The doctor comments: ¿¿d-sine was confirmed during the first tevar, so cook's device was not related to the d-sine.¿ review of the device history record gave no indication of the device being produced outside of specifications. A clinical assessment was performed by medical advisor, this states that there was no fault or failure of the complaint device. The distal sine was caused by the distal c-tag (gore¿s) and not the gzsd. The gzsd is a bare metal stent, intended for re-expansion of the true lumen and it did re-expand the true lumen, however it did not stop the blood flow in the false lumen which required relining with another c-tag to seal the sine and thereby fully expand the true lumen. As per the design input requirement (dir) for gzsd ¿the zenith dissection endovascular stent with the h&l-b one-shot introduction system is intended to be used as a distal component ¿, to provide support to delaminated segments of aortic dissection distal to the left subclavian artery.¿ and ¿the zenith dissection endovascular stent consists of stainless steel z-stents that are sewn together with suture.¿ therefore, the gzsd could not be expected to seal a tear. This complaint was opened with based on a stent graft induced new entry tear, which was seen prior to the insertion of the gzsd, and therefore was not caused by the gzsd device. The entry tear was seen at the most distal end of the implanted non-cook stent grafts. The fact that the implant of the gzsd did not seal the entry tear cannot be a fault of the device, as it is not designed for this purpose. Cook will reopen the case if further information or imaging is provided. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(4). Catalog# is unknown but referred to as cook zenith alpha thoracic stent graft. (B)(4). Investigation is still in progress.

Event description:
A (B)(6) male patient was taken to the hospital due to acute type b aortic dissection. Primary entry was confirmed at the distal arch. The false lumen around the right external iliac artery (eia) was occluded due to thrombus. Other part of the false lumen was patent and the overall true lumen was narrowed. Second day of hospitalization, the patient felt cold extremity in the right leg. The narrowing of the right eia true lumen was confirmed form CT imaging so emergency tevar was performed. A stent graft was placed in zone 2 and the primary entry was occluded. After that, the narrowing of the true lumen and blood stream in the false lumen were still confirmed so zenith dissection endovascular stent was deployed until the right above the celiac trunk. Angiography was performed and the expansion of the true lumen was confirmed at the place where the bare stent was placed. Then, a stent was placed in the right eia and the procedure was completed. However the patient had still felt a pain in his back and chest. According to another CT scan, expansion of the true lumen was confirmed only in the place where the stent graft was placed. The overall true lumen(distal side of the stent graft) was narrowed and the stent in the right eia was compressed due to blood stream of the false lumen. From the above, distal stent graft-induced new entry (d-sine) was confirmed at the distal side of the stent graft. 12 days after the procedure, additional tevar was performed to place additional stent graft in the distal side of the zenith. Expansion of the true lumen was confirmed and the procedure was completed. The patient condition has been stable so far. There have been no adverse effects to the patient reported.